Event description:
It was reported that the patient presented for a routine implant procedure. It was noted that during the case, parameters via the pacing system analyzer (psa) were initially within range and consistent. Once the pacemaker was connected, the sensing ceased and the pacing lead impedance increased to values high, above the normal range. When switched back psa measurements were again in range. Fluoroscopy confirmed leads were intact. The pacemaker was exchanged with numbers within the normal range on the replacement. The patient was discharged.

Manufacturer narrative:
Field complaint of failure to sense and high impedance was not confirmed. The device was received operating under normal battery voltage and current. Device was put through electrical tests with no anomalies. Device was put through output, sensitivity, and lead impedance tests with no anomalies. Header and connector were examined and no anomalies shown that could contribute to the field complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.